Event description:
Patient reported receiving a blood glucose reading of 55 mg/dl, using the suspect device. Patient self-treated by eating graham crackers, milk, and candy. On hour later, patient's blood glucose measured 177 mg/dl. Patient went to sleep and was later found unconscious, on the floor. Patient's family member phoned emergency medical services, and upon their arrival, patient's blood glucose measured 30 mg/dl (on emt's blood glucose monitor). Patient was treated with glucose gel, and was transported to the hospital for additional treatment. Patient was released from the hospital, having received no additional treatment, following 3 - 4 hours of observation. At the time of the report patient had already disposed of suspect test strips.